Manufacturer narrative:
The pdm involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction that may have contributed to the customer's high bg levels. No conclusion can be reached at this time. The hosp nurse stated that she believes his high bg levels are associated with the pdm's "auto-off" feature. "Auto-off" is a type of hazard alarm intended to alert the customer if the pdm does not receive a pod status within a predefined period of time. If this alarm is ignored, deactivation of the active pod will result. Per the report, the customer "forgot to bolus for his meal the night of his visit to the hosp and the pod shut off while sleeping." This is a likely indicator that the pdm had not received a status from the pod within the predefined time period, the ensuing pdm "auto-off" alert was not addressed (as the customer was sleeping) and the pod was deactivated. By initiating the alert and deactivating the pod, the pdm had functioned as designed. The cause of the customer's high bg levels is determined to have been a hazard alarm that went unaddressed, resulting in the deactivation of the pod. This does not constitute a malfunction of the device - the pdm functioned as designed to alert the user to a serious condition.

Event description:
A nurse called to report that the customer was hospitalized due to "high blood sugars" (specific bg levels were not provided, but are assumed to be greater than 250 mg/dl). The nurse believed his high bg levels were associated with the pdm's "auto-off" feature. The report indicated that the customer "forgot to bolus for his meal the night of his visit to the hosp and the pod shut off while sleeping." He stayed in the hosp overnight and a new pod was applied. He has reportedly been "feeling fine" since the event and will call back to "further discuss the issue"; to date, no f/u phone call has been received. The pdm will not be returned for eval.